Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that one day following the implant of this transcatheter bioprosthetic valve, the patient presented with stroke-like symptoms including aphasia and acting atypical. Computed tomography (CT) was performed due to possible ischemic stroke. The results were reported to be ¿concerning for acute infarction," but no magnetic resonance imaging (MRI) was performed due to the presence of a pacemaker. Two days following implant, CT angiogram showed no acute hemorrhage, but a cerebral vascular accident (cva) was confirmed in the parietal region. Medication was administered, and physical and occupational therapy were initiated. Per the neurologist, multiple embolizations were likely from the aortic arch as a result of the procedure. Five days following implant, the patient's neurological status, aphasia, was reported to be improving. It was noted that as part of the evaluation of the cva, the patient was diagnosed with carotid artery disease requiring future intervention. No additional adverse patient effects were reported.